Event description:
A malfunction alarm, identified as malf 12, was reported by the customer due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing pump reset information, which successfully prevented recurrence of the issue. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.